Event description:
It was reported that the air bubble detector (abd) malfunctioned. No other details regarding the nature of this event were provided. Investigation in process, but not yet completed.